Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report number - 1627487-2013-00671. It was reported the pt (australia) is experiencing overstimulation from her therapy system. This issue is reportedly positional in nature. A diagnostic test revealed low impedance measurements for two lead contacts. Efforts to address this issue via reprogramming have resulted in limited success thus far.